Event description:
A report was received that the patient was experiencing difficulty in charging the ipg. The physician believed that the patient's ipg was flipped and too deep. The patient underwent a pocket revision wherein the ipg was relocated.